Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had incomplete episode data and the physician was unable to see the electrogram (egm) of a ventricular fibrillation episode. Detailed analysis revealed an issue in the firmware. Under specific circumstances, the firmware fails to recognize the event (pace or sense) following a request to turn on egm storage. This causes the egm storage amplifiers to turn on but the egm waveform data is not stored with the marker for that event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.